Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was unable to reset the personal diabetes manager (pdm). The patient's blood glucose decreased to 2.2 mmol/l (39.6 mg/dl) and was hospitalized due to the hypoglycemia. The pod was removed at the hospital and the blood glucose levels were corrected by the doctor.